Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge error messages during the load process. Customer's blood glucose level was 190 mg/dl. Reportedly, customer was able to successfully load a cartridge onto the pump.